Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: gel mentor breast implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with gel mentor breast implants and experienced bilateral rupture on breast implants. As a result, the patient had undergone bilateral removal and replacement on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, it was reported that mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On 05/08/18, it was reported to mentor that the device evaluation and investigation have ben completed. Upon receipt by mentor, the gel contained in the device appears cloudy. No foreign material was observed within the device. Yellow and red material was observed on the shell surface. Upon initial inspection, the device was severely rented. It returned in two pieces. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/17/2018, it was reported to mentor that the device history record ( DHR) of lot number 256379 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/11/18, it was reported to mentor that the left breast implant was gel mentor memorygel breast implant 500cc, catalog number 3507500bc, lot number 256379, serial number (B)(4). The right breast implant was gel mentor memorygel breast implant 500cc, catalog number 3507500bc, lot number 256379, serial number (B)(4). On 04/11/18, it was reported to mentor that the replacement devices were gel mentor memorygel breast implant 475cc, catalog number 3504754bc, lot number 7535910, seral number (B)(4) on the left breast implant and gel mentor memorygel breast implant 475cc, catalog number 3504754bc, lot number 7535910, seral number (B)(4) on the right breast implant. Manufacturer¿s reference number: (B)(4).